Manufacturer narrative:
Due to character restriction in block e1. E1 initial reporter name is (B)(6) and additional reporter name is (B)(6). Updated fields: b4,d8, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,), h11 , e1 ( initial reporter ). The unit was repaired in-house. Biomedical staff determined that the console was not fully seated and the ac reel cord was tangled. The cord was untangled and the console properly seated. The customer was notified of the correct operating procedure in accordance with the manufacturer¿s requirements.

Manufacturer narrative:
Due to charcater limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that prior to use the cardiosave intra aortic balloon pump, when on ac, it showed battery power. There was no patient involvement and no injury reported.